Event description:
It is reported that during initial visit to wound ostomy and continence nurse (wocn) at the wound clinic on (B)(6) 2014 the end user's abdominal skin presented with redness located beneath the tape collar associated with the product and nystatin powder was prescribed to treat the affected site. It is further reported that the area became worse resulting in a second visit to the emergency department where cefalexin and fluconazole were prescribed which helped to clear the site; however, it became worse again presenting with redness located beneath the pouch and the tape collar making an exact outline of those areas. Lastly, at end-user's third visit at the wound clinic today, trimazole cream was prescribed to treat the affected site.

Manufacturer narrative:
Based on available info, this event is deemed to be a serious injury. It is reported that the wound ostomy and continence nurse was locking for a convex urostomy wafer without a tape collar. Wocm was recommended a flat wafer without tape collar and a convex insert but customer is (B)(6) and felt he could not adapt to suggested product. Lastly, discussed patch testing an stomahesive skin barrier beneath tape collar areas. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Note: the actual date of event is unk. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.